Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that problem the device had fractured and became unusable. Procedure was completed successfully with a backup set of bipolar devices. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible.the evaluation of the data provided revealed the following:based on the images submitted, it is evident that severe corrosion likely caused by moisture buildup has formed at the screw connection on the thumb ring. This caused the screw material to corrode until it was completely rusted through, which then led to the thumb ring coming loose.according to the reprocessing instructions, it is prescribed to check the item for dryness after reprocessing. The age of the article is also unknown, so the number of reprocessing cycles may also have a negative effect on the material properties.the event is filed under internal karl storz complaint ID: (B)(4).